Event description:
It has been reported to philips that during a planned treatment procedure the wireless footswitch lost connection with the base station and the wi-fi indicator was red. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.

Manufacturer narrative:
The wireless connection with the base station was re-established after restarting the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.